Manufacturer narrative:
Cardiogenic shock/ppae: the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code and type of investigation).

Event description:
Clinician narrative: an impella cp was utilized in a 65-year-old patient of unspecified sex who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient¿s past medical history was not provided, and scai stage was not specified. Femoral arterial access was obtained. According to the implant and explant report, the patient was in cardiogenic shock and underwent resuscitation both prior to and following device implantation. Prior to impella placement, the patient required triple inotropic support and dual vasopressor therapy. Following implantation, inotropic and vasopressor requirements were reduced to two inotropes and one vasopressor, indicating transient hemodynamic support while on device therapy. Despite ongoing support, the patient experienced cardiac shock, resuscitation, and subsequent clinical deterioration. The patient remained on impella cp support for approximately 20 hours and expired in the procedural area due to a cardiac cause. After a comprehensive review of the available information, the reporting event did not identify evidence suggesting a causal relationship between the impella cp and the reported event. The patient¿s death is being reported conservatively in the setting of refractory cardiogenic shock and critical illness. The patient expired.

Manufacturer narrative:
Section a is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.